Event description:
Customer reported to beckman coulter, inc. (Bec) that sample tubes were falling out of the carriers at the dynamic inlet module of the power processor sample processing system with generic connections . Customer reported that the grippers may not be holding the tubes securely enough to place the tubes deep enough into the carrier. Customer reported that the other factor could also be tightness of the springs on the carrier. Customer reported that there was no delay result. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).